Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack near the battery compartment, the battery cap could not tighten securely to the pump and that the yellow o-ring was visible. The reporter stated that the battery cap had never been replaced on the pump. The user guide recommends changing the battery cap every six months. The reporter denied any power loss to the pump, and any exposure to and any evidence of moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: the battery compartment was observed to be cracked from the threads to the seal case. Unrelated to the initial complaint, the display was observed to be dim and reddish in color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)